Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose and insulin pump received unexpected restart alarm. The customer's blood glucose level was down to 12 mg/dl after belt clip broke. The customer treated low blood glucose with corn syrup and sugar water. The customer discontinued use of the insulin pump and has been on manual injection since then. It also reported that the insulin pump was fell and door behind reservoir was broken. The insulin pump will be returned for analysis.